Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the atrial lead exhibited low pacing impedance and noise oversensing causing pacing inhibition and an inappropriate mode switch. No intervention was performed and the patient was in stable condition.